Event description:
Same case as 2134265-2012-03959. It was reported that during an angioplasty treatment procedure, the catheter froze on the guide wire. The lesion was located in the tight, calcified posterior tibial artery. The physician encountered resistance during the advancement of a 2.5-10/4t/150 symmetry balloon catheter. The balloon was inflated to unspecified atms and after deflation of the balloon, resistance was felt during withdrawal and more force was applied. Upon removal of the balloon, one balloon marker could be seen in the vessel and the balloon was stuck on a 200 or 300cm v-18 guide wire and was unable to be removed. No actions were taken to remove the balloon fragment from the patient as the vessel was originally occluded. The fragment remains in the mid posterior tibial artery. Treatment of the lesion was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: the wire and balloon were received stuck together and friction occurred when trying to pull the balloon out. Visual inspection revealed that the distal tip was damaged, peeling of the polymer coating (ptfe) along the body and a bend 299cm from the proximal end. Functional testing revealed no anomalies. The ptfe was properly attached to the guide wire and dimensional measurements met specifications indicating that the peeling of the ptfe was caused due to the resistance felt when the wire was withdrawn from the catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as 2134265-2012-03959. It was reported that during an angioplasty treatment procedure, the catheter froze on the guide wire. The lesion was located in the tight, calcified posterior tibial artery. The physician encountered resistance during the advancement of a 2.5-10/4t/150 symmetry balloon catheter. The balloon was inflated to unspecified atms and after deflation of the balloon, resistance was felt during withdrawal and more force was applied. Upon removal of the balloon, one balloon marker could be seen in the vessel and the balloon was stuck on a 200 or 300cm v-18 guide wire and was unable to be removed. No actions were taken to remove the balloon fragment from the patient as the vessel was originally occluded. The fragment remains in the mid posterior tibial artery. Treatment of the lesion was not completed due to this event. No patient complications were reported.